Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-4316, lot #: 14026568, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient felt that the stimulation and the ipg site were causing additional pain. The patient underwent an explant procedure. No device malfunction was suspected.